Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies available for evaluation. Hence, no conclusion can be drawn.

Event description:
It was reported that intra-op, surgeon implanted the plate, at the last part of the plate, the locking mechanism failed and broke off completely, no force or extreme handling were performed. Whether the fragments of the product remained inside the patient or not was unknown. No patient complications were reported.